Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year the patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced a driveline infection along with a lower respiratory tract infection. The patient had shortness of breath and foul smelling exudate from the driveline exit site. The patient¿s white blood cell count was 12.8 x 10^9 cells/l and c-reactive protein level was 123 mg/dl. The patient was admitted to the hospital on (B)(6) 2017. Cultures were positive for pseudomonas aeruginosa. The patient was treated with unspecified oral antibiotics. The infection reportedly resolved by (B)(6) 2017. The patient was discharged home with a clean driveline exit site and no exudate noted. The patient¿s white blood cell count was 7.0 x 10^9 cells/l and c-reactive protein level was 21 mg/dl. No additional information was provided.

Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Local, pump pocket, and driveline infections are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.